Event description:
It was reported that during automatic priming with one unit of polyflux 21l, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures shows the product before use with a broken dialysate port and the product label. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.